Manufacturer narrative:
Since this event involved four medical devices, four manufacturer reports are being submitted. This report describes the fourth device. Manufacturer report numbers 3005174370-2015-00126, 9611385-2015-00107, and 9611385-2015-00108, describes the first, second, and third device, respectively.

Event description:
On (B)(6) 2015, a dental assistant reported one patient who required a tooth extraction. The patient had a restoration made from 3m espe lava ultimate cad/cam restorative for cerec which was secured with 3m espe relyx ultimate adhesive resin cement, relyx univcem 2 cement and scotchbond universal adhesive. On (B)(6) 2015, it was reported that the doctor was not 100% sure that the extraction was due to the crown because there were other factors involved.